Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set broke and resulted in a leak. This was described as; the patient hooked up to the cycler, opened the clamp, ¿however, the clamp broke and fluid started to leak out of the transfer set¿. As a result, the treatment was aborted. This occurred after use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the device was received for evaluation. Visual inspection was performed and broken occluder feet were observed. Leak, clear passage, and clamp function testing were performed, and a leak due to broken occluder feet was observed. The reported condition was verified. The cause of the damage could not be determined, however exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.